Event description:
The facility reported that the infusion pump comes up with a failure code 513:320:717:0000. The facility's biomedical engineer had stated that no patient injury or medical intervention was involved. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.